Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain - pelvic') in an adult female patient who had essure (batch no. 804848 - inv) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included menometrorrhagia and multiparous. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and psychological trauma ("psy injury"). The patient was treated with surgery (diagnostic laparoscopy with bilateral salpingectomy; hysteroscopy d&c with removal of essure device). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, menorrhagia and psychological trauma outcome was unknown. The reporter considered abdominal pain, dyspareunia, menorrhagia, pelvic pain and psychological trauma to be related to essure. The reporter commented: right had one coil outside , left tubal ostia had 3 coils outside the ostia . Lot number reported (804848) is inv. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jan-2021: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain - pelvic') in an adult female patient who had essure (batch no. 804848 - not valid) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included menometrorrhagia and multiparous. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and psychological trauma ("psy injury"). The patient was treated with surgery (diagnostic laparoscopy with bilateral salpingectomy; hysteroscopy d&c with removal of essure device). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, menorrhagia and psychological trauma outcome was unknown. The reporter considered abdominal pain, dyspareunia, menorrhagia, pelvic pain and psychological trauma to be related to essure. The reporter commented: right had one coil outside , left tubal ostia had 3 coils outside the ostia . Lot number: 804848. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: update of information (batch is not valid). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('essure coils are identified and embedded in scar tissue within the left fallopian tube') and endometritis ('chronic endometritis') in an adult female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included menometrorrhagia, multiparous, dysmenorrhea, diabetes, c-section, tonsillectomy, adenoidectomy, subserous leiomyoma of uterus, uterine fibroid, adenomyosis and paratubal cyst. On (B)(6) 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), pelvic pain ("pain - pelvic"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psy injury") and menometrorrhagia ("menometrorrhagia"). The patient was treated with surgery (total abdominal hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2021. At the time of the report, the embedded device, endometritis, pelvic pain, abdominal pain, dyspareunia, heavy menstrual bleeding, psychological trauma and menometrorrhagia outcome was unknown. The reporter considered abdominal pain, dyspareunia, embedded device, endometritis, heavy menstrual bleeding, menometrorrhagia, pelvic pain and psychological trauma to be related to essure (ess205). The reporter commented: right had one coil outside , left tubal ostia had 3 coils outside the ostia . Loosely protruding from the external os is a white plastic t-shaped foreign body with hanging threads (grossly consistent with an iud). Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: chronic endometritis, essure coils are identified and embedded in scar tissue within the left fallopian tube. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 2-nov-2021: all information from source document received on 14-jan-2021 has been removed. Reporter information, lot number removed. Patient dob and date of insertion removed updated as per previous distributed version. Model number updated from ess305 to ess205. New fu received on 02-nov-2021: mr received. Reporter information, patient middle name, medical history, events: chronic endometritis, essure coils are identified and embedded in scar tissue within the left fallopian tube, menometrorrhagia, product removal details, additional information structured in the reporter causality field. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain - pelvic') in an adult female patient who had essure (batch no. 804848) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included menometrorrhagia and multiparous. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and psychological trauma ("psy injury"). The patient was treated with surgery (diagnostic laparoscopy with bilateral salpingectomy; hysteroscopy d&c with removal of essure device). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, menorrhagia and psychological trauma outcome was unknown. The reporter considered abdominal pain, dyspareunia, menorrhagia, pelvic pain and psychological trauma to be related to essure. The reporter commented: right had one coil outside , left tubal ostia had 3 coils outside the ostia . Lot number: 804848. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jan-2021: mr received. Reporter information, lot number added. Patient dob, date of insertion updated. Model number updated from ess205 to ess305. Removal surgery added for event pelvic pain. Case upgraded to serious incident. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.